Event description:
The report stated that following a microwave ablation procedure on the left lobe of the liver, a 2nd degree burn was discovered on the skin. Three antennas were used in a total of 3 separate ablations of 10 minutes each at 45w. In the initial ablations, 3 antennas were placed 1.5 - 2.0 cm apart in a triangle. They were inserted 10 cm deep and were 2.5 cm apart at the tips based on ultrasound placement. On 2nd ablation, they moved the positioning of one of the antennas to complete a square configuration. The injury occurred in the center of the square. On 3rd ablation, the surgeon withdrew 3 antennas and re-inserted one antenna. The injury was noted after the 3rd ablation. All antennas were disposed of by the site. Treated gauze was applied to the injury and the patient left the next day after the surgeon examined the burn and reported it as a non-serious injury.

Manufacturer narrative:
All antennas were disposed of by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.